Manufacturer narrative:
Qn#(B)(4). No visual, functional and dimensional inspection could be conducted since the device sample was not returned for evaluation. No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a 4 month old cardiac arrest patient warranted an ambulance home visit. The ambulance officer had unsuccessfully attempted io tibia cannulation of the child who was unable to be revived. During removal of the io needle using a 10ml syringe, rotating the needle clockwise and pulling vertically, the needle tip broke off at the tip end. The tip remained lodged in the tibia. The needle breaking did not impact on the patient's outcome. The patient was deceased.